Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 0019787. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapter there was leakage at connection site. The following information was provided by the initial reporter. The customer stated: "the nurse implanted the indwelling needle in the patient's arm, and then carried out infusion. Fluid seepage was found between the indwelling needle head and the connecting tube. The nurse replaced the indwelling needle with a new one, which did not harm the patient."